Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the log file was downloaded; data review revealed that no error/fault codes had been recorded. The touchscreen was tested for functionality and calibration and after approximately 20 minutes, it was noted the touchscreen ceased responding to touch. Detailed testing narrowed the issue to a problem with the lcd touchscreen; however, the root cause could not be determined.

Event description:
It was reported that during an implant procedure this programmers screen was placed on the catheter table under the patients feet and the screen was found to be unresponsive for about five minutes when trying to take lead measurements. Another manufacturers pacing system analyzer (psa) was used to check the leads. It was suspected that electromagnetic interference (emi) was the cause, so the programmer was moved away from the table and the screen again was unresponsive. The programmer was returned and analysis has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The touchscreen was tested for functionality and calibration and after approximately 20 minutes, it was noted the touchscreen ceased responding to touch. Detailed testing narrowed the issue to a problem with the lcd touchscreen; however, the root cause could not be determined.

Event description:
It was reported that during an implant procedure this programmers screen was placed on the catheter table under the patients feet and the screen was found to be unresponsive for about five minutes when trying to take lead measurements. Another manufacturers pacing system analyzer (psa) was used to check the leads. It was suspected that electromagnetic interference (emi) was the cause, so the programmer was moved away from the table and the screen again was unresponsive. The programmer was returned and analysis has been performed. No adverse patient effects were reported.